Event description:
It has been reported to philips that the c-arm would not rotate. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) received a complaint indicating that during procedure, flat detector stuck, did not move. Upon testing fse found screw which used to fix cover was loose. To resolve the issue customer tightened the screw and continued the procedure. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.